Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a power error detected alarm. The customer¿s blood glucose was unknown. Troubleshooting steps were provided for power error detected alarm. The customer states power error detected recurred within a week of troubleshooting previous occurrence. Advised to revert to the backup plan per. The insulin pump will be returned for analysis.

Manufacturer narrative:
Power error alarm due to j6 connector resistance issue.